Event description:
The customer reported via phone call that the insulin pump alarmed button error. When the customer woke up from a nap, she noticed the buttons on the insulin pump were freezing. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent down arrow button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.